Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's blower motor and system board will be replaced to address the issue. Conclusion - device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The MFR received info alleging a ventilator inoperative condition occurred. The device was not in pt use.